Event description:
It was reported that a clinician opened a box and the tubing was in 2 pieces, broken at the drip chamber. There was no patient involvement and no adverse event. 2 devices reported as faulty.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device sample was received in used condition with its original packaging. The sample received was damaged between and remains of solvent was observed in the separation of the components y-connector, 3 way and cap, single port therefore, it can be determined that the part was correctly assembled according to the manufacturing procedure. The sample shows signs of manipulation; therefore, it cannot be confirmed that the failure mode reported in the complaint was generated during the manufacturing process. The complaint was confirmed. It was unknown what caused the damage. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.